Event description:
Dexcom g6 sensor applicator not releasing. In a space of 7 weeks last year we went through 14 sensors that are supposedly 10 days sensors. Quality control needs to be looked at with the dexcom g6. My 7 year old son who has been a diabetic for almost 5 years is traumatized from these sensors not releasing. For a company to claim less finger sticks we are doing just as many if not more than we were before the dexcom. There have also been major discrepancies between the dexcom and the glucometer, dexcom reads low when his glucose is actually in the 500-600's. This is problematic since he is also on the insulet omnipod 5 and it relies on accurate numbers from the dexcom to dose insulin.